Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using navarre opti drain. It was reported that sometime post procedure, the thread of the drainage catheter allegedly digressed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. The first photo shows a partial view of drainage catheter where the locking pigtail string and distal thread hole were noted. One part of thread tip was seen where other part was not seen. The second photo shows a partial view of drainage catheter along with thread kept in product pouch with a native language label where trocar needle was seen from catheter hole. No evidence of the break of the thread was noted in the provided photos. Therefore, the investigation is inconclusive for reported thread digression issue for both the devices. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent an ultrasound-guided percutaneous transhepatic cholangiography drainage catheter (ptcd) placement procedure using navarre opti drain catheter. Post the procedure on (B)(6) 2026, it was reported that the sure-lok tm thread of the drainage catheter allegedly digressed. The procedure was completed using another device. There was no reported patient injury.